Event description:
Device issue: premature clip deployment/clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when advancing the thumb advancer, the clip prematurely deployed in the subcutaneous tissue prior to the sheath completely splitting. The clip was left in the subcutaneous tissue. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4): the device is expected to be returned for eval. It has not yet been received.